Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charging port is damaged with a missing center pin. There was no patient harm nor impact alleged.